Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer tip damaged while removing guide pin during cleaning. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified the tip of the reamer fractured. There are some signs of use and damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.